Event description:
Neurological disorder for the past 18 years [nervous system disorder], dizziness [dizziness], muscle weakness [muscular weakness], collapsed in parking lot 18 years ago [fall], had no feeling in lower extremities [hypoaesthesia], pain in lower extremities [pain in extremity], articular venous malformation suspected [malformation venous]. Case description: a consumer reported that they, an elderly male age (B)(6), had used fixodent denture adhesive, control plus scope flavor cream 1 applic, 1/day for 40 years, (B)(6) 1970, noting that sometimes the product would ooze from the perimeter of his dentures and he would swallow a small amount. He reported that he was experiencing dizziness, muscle weakness and pain in his lower extremities. He'd had a neurological disorder for the past 18 years and had no feeling in his lower extremities when he collapsed in a parking lot in 1992. He had visited physicians, including a pain specialist, who had done all kinds of MRI's and other unspecified tests and recently suspected he had articular venous malformation but it had not been proven. Treatment: methadone and morphine as prescribed by physician for pain control, self-treating with prescription pain medicine and walking with crutches and canes. The case outcome was not recovered/not resolved. Concomitant medications included: lyrica. No further information was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter. Therefore, unable to proceed with batch retain testing or product investigation. (Us) otc device: yes.